Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed by review of medical records received. Review of the available records identified loosening, dislocation of the coupling pin, disassociation of the articular surface from the tibial tray, patient after car ride could not extend knee joint. Visual examination of the returned product identified signs of being implanted (nicked/gouged). The articular surface also has metal embedded into the proximal and distal surfaces. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Visual examination of the provided picture identified the articular surface is not seated or inserted into the tibial tray. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; g4.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h4.

Manufacturer narrative:
(B)(4). Concomitant products: unknown coupling pin; unknown tibial bearing; unknown femoral component; unknown tibial tray. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01720.

Event description:
It was reported that placement of rotating hinge knee arthroplasty performed. Subsequently, the patient was revised approximately 5 years post implantation due to dislocation of the pin and poly implants. Both were replaced without complication. Attempts have been made and additional information on the reported event is unavailable.